Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, evidence suggested that the silicone seal rings within the lead barrel had bonded with the silicone seal rings of the lead. All setscrews moved freely and operated normally. The pacemaker passed testing that verifies the performance of pacing and sensing. The clinical observations were able to be confirmed.

Event description:
Boston scientific received information that during the a routine change out procedure, the physician experienced difficulty removing the right atrial (ra) lead from the header of this pacemaker. The physician cut the back of the header off. The lead was then able to be removed from the device header. The device was explanted. The ra lead was surgically abandoned as the patient was in chronic atrial fibrillation. The device was returned for analysis.